Manufacturer narrative:
(B)(4). Additional information: the device was discarded.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown procedure, the device was fired but the staple line was incomplete. When the scrub nurse tried to reload the device they could not release the pin to get the reload out. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.